Event description:
It was reported that the customer's insulin pump had a crack on the screen and a no delivery alarm was received. The no delivery alarm was resolved with a complete set change. The customer's blood glucose was 569 mg/dl. The customer stated the crack on the screen made it difficult to read the screen at times. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.